Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. Additionally, after the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(6)¿ the dentist reported that 8 months and 24 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved.